Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable broke. No additional information regarding the event was provided. There was no reported impact to customer's blood glucose. Reportedly, customer utilized a different cable to charge the pump successfully.